Event description:
It was reported that a patient presented via merlin.net. Upon examination of the transmission, the patient's right ventricular (rv) lead was found to have over-sensing of noise. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.